Event description:
During service, the ht70 plus ventilator was found to be auto-cycling. The ventilator was not in use on a patient at the time of the reported issue. The ventilator was forwarded to medtronic¿s product analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was isolated to the touchscreen, single board computer (sbc) board and the coin battery. The liquid crystal display (lcd) assembly, sbc board, and coin battery were replaced and the unit was processed per service instructions. The unit passed all testing and operated within the manufacturing specifications.